Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that univ-chuck w/t-handle was observed with some scratched, dented and wear mark. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. In addition, the mechanism of the device was not opening and closing due to mechanism was stuck. After a visual inspection per guidance provided in windchill, it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed unable to assemble condition of 1univ-chuck w/t-handle would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, no issues the universal chuck, part number 393.19, was obsolete in august 1987 (over 28 years old) and was replaced by a newer universal chuck, part number 393.10. While obsolete drawings for 393.19 were not able to be reviewed, all available drawings of the replaced device 393.10 were reviewed through the available dco's (1202015, 0403123, 10008813) and no issues were identified. Dimensional inspection: n/a device history lot a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported during a procedure on (B)(6) 2021 the mechanism of the t-handle no longer holds items tightly. Surgical delay of 2 minutes was reported. Replacement handle was used and the procedure was completed successfully. This is report 2 of 2 for (B)(4). This report is for a chuck with t-handle.